Event description:
It is reported that the end-user developed a rash to the peristomal skin which started two (2) weeks ago associated with product's mass and tape collar after one (1) day or less of use. It is further reported that end-user is currently applying some type of ointment and powder to peristomal skin followed by mepilex sacrum border dressing recommended by ostomy nurse who saw end-user within the past couple of days during current hospital stay, then the wafer with improved results.

Manufacturer narrative:
Based on available info, this event is deemed to be a serious injury. It is reported that wafer is changed at least once per day, and end-user was advised to notify convatec with stoma assessment and for alternate product samples. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.